Event description:
It was reported that the device was in backup mode during a remote follow-up. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image revealed the device went into backup mode due to two consecutive event queue overflow events occurring within 32 seconds. The cause of event queue overflow was determined to be the integrated circuit (ic) in the radio frequency (rf) module. The firmware was successfully restored, and the device was tested on the bench. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal.